Event description:
It was reported an angio-seal was selected for use. There were no groin complications or difficulties with the deployment. Post procedure the pt was complaining of right leg pain and pedal pulses were diminished. An ultrasound and angiogram were performed to diagnose the vascular insufficiency. Access was obtained on the contralateral side and arterial blood flow was diminished in the right common femoral artery. A percutaneous transluminal angioplasty with stent placement was performed (date unk) which restored blood flow. The pt was in stable condition after the procedure. The pt's hospitalization was also extended due to this event.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.